Manufacturer narrative:
One device was received for evaluation for the complaint that the pump not to infuse more than the prescribed volume. The event history was downloaded and attached to the service request. There was no 12-month service history during the review. The visual and functional testing was performed. During the visual evaluation, the device was found to have cracks in the rear casing. Based on the event log investigation and the results of the analytical simulation tests, it was not possible to replicate or identify any internal hardware or software malfunction in the device. The event log precisely demonstrates that the device completed 100% of the programmed infusion time (14 total hours split into two operation blocks due to the brief stoppage caused by the distal air alarm). Laboratory simulations confirmed that the equipment¿s volumetric accuracy remains within the acceptable ±5% specification limit. Therefore, the physical fluid remnant reported by the clinical facility did not originate from a device malfunction. The probable cause is concluded to be a discrepancy in the visual volume estimation of the residual fluid in the container by the clinical staff, or an undetected external restriction in the administration line that did not trigger a pump alarm.

Event description:
The event involved a pump plum a+ that the pump was programmed for an infusion of 1540 milliliters of parenteral nutrition at 110 cubic centimeters per hour over 14 hours; however, when it was observed that the infusion was completed, it was noted that approximately 400 to 600 milliliters of mixture remained in the bag. The infusion was discontinued for the patient following prior recommendations from the nutrition team not to infuse more than the prescribed volume. The status of the product at the time of the event was during infusion. There was patient involvement, however no harm was reported.